Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in b)(4). The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia worsened with peritoneal dialysis therapy. The patient was hospitalized. On an unreported date, the patient underwent a hernia repair surgical procedure. Dianeal therapies were ongoing. Hospitalization was ongoing. The patient was recovering but not yet recovered from the event. No additional information is available.